Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected, showing 0 units. The problem was confirmed as fill estimate display issue, and no alarms or alerts were present in the pump history. There was no adverse impact to the customer's blood glucose level. Customer completed the load process and noted that the displayed fill estimate value remained static. Technical support explained that this can happen due to variance in measured pressures affecting insulin calculation. Once the insulin amount aligns with the displayed static number, the estimate will update correctly. Caller understood and acknowledged the explanation.